Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. The lens was delivered in 2 pieces. Both haptics were still attached. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was received damaged and contaminated whereby the lens condition is consistent with a lens that has been explanted from the patient's eye. Because of the condition of the lens received functional testing was not possible. Optical measurement could not be possible due to the lens condition. A review of the manufacturing records showed no deviations or nonconformities. The information does not indicate any relationship with the iol design or manufacturing. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The event occurred during a phacoemulsification procedure. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a slight capsule tear was noted in the left eye during a laser vision correction procedure. The tear expanded radically displacing lens by approximately 1.5 mm. In addition, the physician stated that de-centeration of the lens by 1.5 millimeters could have caused extra pressure in the eye resulting in capsule tear/collapse. It was further stated that the patient experienced dramatically diminished distance and near vision. As a result, the lens was explanted in a secondary procedure, with no incision enlargement. The lens was replaced with a zma00u0195 lens, serial number:(B)(4). No further information has been provided.